Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: investigators were unable to duplicate the original complaint; investigation revealed an intact keypad with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the contacts. No button contact defects were observed. The pump was opened up and no damage was noted to the keypad flex. The keypad latch was found to be fully closed. There was no evidence of internal moisture. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.